Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-34}; product lot number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving a transcatheter aortic valve replacement in a patient with a type 1 bicuspid valve with a r-n fusion and an annulus perimeter of 81 mm, the valve was noted to be borderline between a 29 mm and 34 mm medtronic valve. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 22 mm balloon, but due to severe calcification, the implanting physician was unable to perform an aggressive bav. A 29 mm valve was initially attempted; however, at the point of no recapture, severe aortic regurgitation was observed. Subsequently, the valve was recaptured and withdrawn, and a 34 mm valve was implanted. Following implant, mild-moderate paravalvular leak remained, but was deemed acceptable and the procedure was completed.